Event description:
It was reported that the patient presented in clinic for follow up. Upon attempt interrogation, the implantable cardiac monitor could not be interrogated. The device exhibited error messages during several attempts. On (B)(4) 2015, a software download was performed successfully and the device could be interrogated. The patient was fine.